Event description:
It was reported that during initial implant the guidewire got stuck in the right ventricular lead and would not advance. The lead was not used. No further information on patient condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.